Event description:
On 11-06-06 it was not yet confirmed calaxo was used. This pt has had problems with this knee for many years. She has always felt the knee never felt just right. It always felt like it could pop in and out of place; there was a lack of stability. She said there are large holes where the screw(s) should have filled in with bone. Info received on 12/05/07 indicated it was a calaxo screw that was used.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product being returned for evaluation.